Manufacturer narrative:
The following elements have blank data.

Event description:
Event 1: date: (B)(6) 2017. Syringe pump running art line fluids reading "occlusion". When syringe taken off of pump I was unable to push fluid through the transducer. When this syringe and tubing was removed from the transducer it flushed well but would not flush as soon as you replaced it on the transducer. I was able to flush with the bag. This has occurred multiple times with me and another nurse over the past few months. The reading of the blood pressures were never affected. Multiple times where we are unable to flush through transducer monitoring system causing us to have to run fluids off the bag (not ideal for small patients) or having to restring line altogether. Carfusion tubing cat #2426-0007. Event 2: date: (B)(6) 2017. Alaris IV tubing. Unable to prime. Troubleshoot-ed through other priming issues. Had to run air through pump a little bit in order and then was able to get it to prime. This is the 3rd set of tubing I've had this issue with. Carefusion cat # 2426-0007. Even 3: date: (B)(6) 2017. Attached tubing to tpn fluid but the line would not prime. Carefusion cat # 2426-0007. Event 4: date: (B)(6) 2017. Bedside rn was attempting to prime a 1l bag of normal saline to hang alongside blood but the tubing would not prime. Carefusion cat # 2426-0007. Event 5: date: (B)(6) 2017. Pt arrived from or. Had nicardipine gtt infusing but not responding to it. Bp still high. Discovered IV tubing to be leaking at filter site. Do not have cat number. Event 6: date: (B)(6) 2017. During sterile line change, multiple carefusion smart site infusion sets would not allow fluid to prime the line. Sm verified with bedside rn that the line was unclamped, pressure bubbles were released, and filters were changed out. Other nurse in pod also had difficulty with priming lvp tubing. Items set aside and transferred to gray cabinet in supply chain for evaluation using defective product sw. Carefusion/smart site infusion set: 2426-000 77393. Date (B)(6) 2017. Noticed wetness on IV lines at beginning of shift. Discovered syringe tubing for milrinone leaking at filter site. Do not have cat number.

Event description:
Event 1: date: (B)(6) 2017. Syringe pump running art line fluids reading "occlusion". When syringe taken off of pump I was unable to push fluid through the transducer. When this syringe and tubing was removed from the transducer it flushed well but would not flush as soon as you replaced it on the transducer. I was able to flush with the bag. This has occurred multiple times with me and another nurse over the past few months. The reading of the blood pressures were never affected. Multiple times where we are unable to flush through transducer monitoring system causing us to have to run fluids off the bag (not ideal for small patients) or having to restring line altogether. Carefusion tubing cat #2426-0007. Event 2: date: (B)(6) 2017. Alaris IV tubing. Unable to prime. Troubleshooted through other priming issues. Had to run air through pump a little bit in order and then was able to get it to prime. This is the 3rd set of tubing I've had this issue with. Carefusion cat # 2426-0007. Event 3: date: (B)(6) 2017. Attached tubing to tpn fluid but the line would not prime. Carefusion cat # 2426-0007. Event 4: date: (B)(6) 2017. Bedside rn was attempting to prime a 1l bag of normal saline to hang alongside blood but the tubing would not prime. Carefusion cat # 2426-0007. Event 5: date: (B)(6) 2017. Pt arrived from operating room. Had nicardipine gtt infusing but not responding to it. Bp still high. Discovered IV tubing to be leaking at filter site. Do not have cat number. Event 6: date: (B)(6) 2017. During sterile line change, multiple carefusion smart site infusion sets would not allow fluid to prime the line. Sm verified with bedside rn that the line was unclamped, pressure bubbles were released, and filters were changed out. Other nurse in pod also had difficulty with priming lvp tubing. Items set aside and transferred to gray cabinet in supply chain for evaluation using defective product sw. Carefusion/smart site infusion set: 2426-000; 77393. Date (B)(6) 2017. Noticed wetness on IV lines at beginning of shift. Discovered syringe tubing for milrinone leaking at filter site. Do not have cat number.